Event description:
It was reported when using the bd pyxis¿ medstation¿ es system was constantly rebooting preventing user from accessing medication. The user were able to get medication from another system or pharmacy. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band on drawer 3 was worn and a cut in the ribbon cable. The field service engineer replaced retractor band, ribbon cable and power module to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system was constantly rebooting preventing user from accessing medication. The user were able to get medication from another system or pharmacy. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.